Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the catheter was placed via the right arm. A leak was noted around the puncture site and the catheter was removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One dual lumen 5 fr groshong nxt catheter was returned for evaluation. An initial visual observation showed adhesive residue on the catheter and the ink on the extension legs was observed to be slightly faded. Some tensile weakness was observed between the 38 cm and 40 cm depth markers. Both lumens of the sample were flushed with a 12 ml syringe of water. The white (distal) lumen was found to be patent to infusion, however some leakage was observed coming from the red (proximal) luer connector hub then the white lumen was infused, indicating inter-lumen communication. When the red lumen was attempted to be flushed, a leak was observed at the 39 cm depth marker, beading was observed at the distal valve, leakage was observed coming from the white luer connector hub, and the proximal valve was observed to be occluded. A microscopic observation revealed a small longitudinal hole near the 39 cm depth marker. The hole was observed to be mostly straight with rough edges that were observed to be slightly curved inward and had a granular surface texture. The sample was dissected in order to observe the inner walls of the catheter. A larger amount of damaged was observed on the inner wall surrounding the hole than the damage observed on the outer wall. Another hole was observed in the septum of the catheter directly opposite and matching the hole in the catheter wall. Some damage was observed on the wall of the white lumen that was found to align with the holes in the red lumen and the septum of the catheter. The shape, location, and extent of the damage observed on and within the catheter is evidence of stylet damage. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿

Event description:
It was reported by the facility that the catheter was placed via the right arm. A leak was noted around the puncture site and the catheter was removed.